Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical g4 - femur. Reported event was confirmed by review of photographs. The femoral implant is coated in a foreign substance. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: findings most consistent with polyethylene wear of the lateral compartment of a right total knee arthroplasty. No fracture seen. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00625 and 0001822565-2023-00626. Concomitant medical devices: unknown 14mm lps flex articular insert size ef/56 catalog#: ni lot#: ni. Unknown stemmed tibial component size 5 catalog#: ni lot#: ni. Unknown femoral stem catalog#: ni lot#: ni. Unknown tibial stem catalog#: ni lot#: ni. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision approximately six and a half years post implantation due to instability and implant fracture.